Event description:
Procedure performed: vnotes hysterectomy with bso, w/ usls via vnotes. Event description: the device was being used in the standard way in line with IFU. The vnotes portion of the case was completed, the gelcap was being unhinged. One instrument remained in the trocar sleeve. Upon removal of instrument, the clear duckbill trocar casing was dislodged out and away from the patient. It had become separated from the inner black rubber housing. The trocar sleeves were being used for multiple instrument and needle exchanges for the hysterectomy and usls portions of the case. Though confirmed the needle may have not been loaded free enough during exchanges and may have able to dislodge the clear casing from the black housing in the sleeve. This was a relatively standard case in terms of time and instrument exchanges. No extreme or unorthodox torsion was applied to the sleeves or gel during the procedure. No patient impact. Additional information provided by [company representative] on 04jun2026: it did not fall in the patient. It fell onto the back table, and the room made me aware of it at that time, which was the end of the vnotes portion of the case. Type of intervention: no resolution needed. The incident occured at the end of the procedure. No further action was needed patient status: nothing changed, report filed for incident only.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.